Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated there was discoloration and scorch marks found on a power plug of a 2008k2 machine during inspection. The biomed tech confirmed there was no patient involvement and no injury occurred and no smoke or visible flames were reported from the power plug. Per biomed tech the machine functioned as intended prior to the observation and no damage to the machine or receptacle was noted. Per biomed tech no burning smell, smoke or visible flame was reported from the power plug. The machine was removed from service, the power plug was replaced as a precaution and the machine was qc¿ed and placed back in service without any further issue. The power cord was discarded.

Manufacturer narrative:
Plant investigation: the power cord was returned to the manufacturer for physical evaluation. The power plug was returned with physical damage (heat damage). There are signs of heat damage in the plastic molding on the neutral side of the plug. The plastic molding appears to be melted. An inspection on the neutral prong has pitting and arcing. There are no signs of heat damage on the other two terminals (hot and ground). The power plug was plugged into an outlet which was secured and cannot be easily unplugged. The continuity on each wire and resistance between the wires have no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated there was discoloration and scorch marks found on a power plug of a 2008k2 machine during inspection. The biomed tech confirmed there was no patient involvement and no injury occurred and no smoke or visible flames were reported from the power plug. Per biomed tech the machine functioned as intended prior to the observation and no damage to the machine or receptacle was noted. Per biomed tech no burning smell, smoke or visible flame was reported from the power plug. The machine was removed from service, the power plug was replaced as a precaution and the machine was qc¿ed and placed back in service without any further issue. The power cord was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated there was discoloration and scorch marks found on a power plug of a 2008k2 machine during inspection. The biomed tech confirmed there was no patient involvement and no injury occurred and no smoke or visible flames were reported from the power plug. Per biomed tech the machine functioned as intended prior to the observation and no damage to the machine or receptacle was noted. Per biomed tech no burning smell, smoke or visible flame was reported from the power plug. The machine was removed from service, the power plug was replaced as a precaution and the machine was qc¿ed and placed back in service without any further issue. The power cord was discarded.